Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgical sleeve, while stapling the first row, two reloads had poor staple formation and the staple line was incomplete at the distal part. There was a rift in the serosa. The staple line was fixed by using sutures.